Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the inner tubing was kinked/buckled and there was blood in/on the helix mechanism.

Event description:
It was reported that during an initial implant the right ventricular lead was placed and the defibrillator pocket was closed. It was noticed that oversensing was occurring. Fluoroscopy indicated that the lead had dislodged. The pocket was reopened in an attempt to reposition the lead. The helix of the lead would not retract. The lead was removed and tested outside the patient's body. The helix was noted to be partially extended and attempts to extend and retract the helix were unsuccessful. A new right ventricular lead was implanted. No patient complications were reported as a result of this event.